Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed: a main coil and delivery wire, were returned for this complaint. The coil was found kinked and stretched. The coil and delivery wire were not interlocked. Delivery wire was inspected, and no anomalies were noticed. Introducer sheath did not return. No more damages were found in the device. Microscopic inspection was performed on delivery wire: the proximal end has a smooth surface. The interlocking arm was inspected and not damages was found. Microscopic inspection was performed on main coil: the zap tip and it was detached. It was not returned. The interlocking arm was inspected, and not damages was found. Dimensional inspection of the delivery wire and main coil that could be measured were performed and were within specifications.

Event description:
Reportable based on device analysis completed on 10 may 2021. It was reported that coil detached in the sheath. A 10mm x 40cm interlock-35 was selected for use. During procedure, five coils were used altogether. However, on the fifth coil, the device could not be pushed from the catheter and prematurely detached in the protection sheath. The device was simply pulled out from the patient's body. The procedure was completed with another of same device. No complications reported and patient was stable post procedure. However, device analysis revealed that the zap tip was detached.